Event description:
Malem bedwetting alarm is a dangerous product for children's use. My son found it turning extremely hot when he put it on his t-shirt while sleeping and had to pull it out and threw it on the ground. This alarm has left minor scars on his neck and lots of pain. This is the first time in my experience that I have found such harmful product for children. Such items need to be inspected by FDA.